Manufacturer narrative:
Lot number provided 665576c12 is not a valid lot number for the part number previously provided. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during insertion of a vectra-t 2-level plate and 4.0mm cervical self-retaining screws for a c3-c4, c4-c5 anterior discectomy and fusion on (B)(6) 2016, the inner shaft for extraction screwdriver broke. The surgeon inserted the plate and screws. It was noted, that the selected screws, based upon patient anatomy, were not long enough for the plate. The surgeon began removing the screws when the tip of the inner shaft for the extraction screwdriver broke into the head of the screw while being twisted in the drill. Another inner shaft for the extraction screwdriver was used to remove another screw when the tip broke into the head of that screw. The broken tip of both extraction screwdrivers remained in the head of the screws. The surgeon was able to remove the plate and all of the screws. The broken tip did not generate any fragments. A piece of metal sheared off of the plate, which was noted as the blocking clip. The blocking clip dislodged from the plate and the plate was noted as stripped. The blocking clip from the plate was retrieved and discarded. A longer plate (vectra-t 2-level, 8 hole plate) was used with an intact blocking clip and another set of screws along with some of the screws that had been used for the smaller plate were implanted. A total of 6 or 8 screws were implanted. There was a surgical delay of more than 10 minutes. Standard x-rays were taken unrelated to the device breakage. The procedure was completed successfully. Concomitant devices reported: 4.0mm cervical self-retaining screw (part 04.613.516, lot unknown, quantity of 1) and 4.0mm cervical self-retaining screw (part 04.613.566, lot unknown, quantity of 1). This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Patient weight is unknown. (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a valid lot number, a review of the device history records could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an anterior cervical fusion (acf) procedure at levels c3-c5 on (B)(6) 2016. As the surgeon was inserting a vectra-t plate, the tips of two (2) extraction screwdrivers broke within the screw heads of two (2) separate temporary fixation pins. The fragmented tips were easily retrieved and alternate tools were available to successfully complete the procedure. It was also noted that the blocking clip became dislodged from the vectra-t plate, which resulted in the surgeon implanting a new plate with an intact blocking clip. A ten (10) minute surgical delay was noted due to the reported events; however, there was no patient harm. All devices were assessed for reportability. At this time, only the broken screwdrivers were found to represent reportable incidents. Concomitant device(s) reported: temporary fixation pin (part/lot: unknown / quantity: 2). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned devices were examined and, in each instance, the complaint conditions were able to be confirmed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Parts 2-3: inner shaft for extraction screwdriver (03.613.004): the devices were examined upon receipt and the complaint conditions were able to be confirmed in each instance as the threaded distal tips were found to be broken (approximately 3.6mm long and 2mm in diameter). One tip was returned still embedded in a vectra screw. As no specific allegation existed against the screw, and as no defects or deficiencies were identified that could have contributed to the complaint condition, no further investigation will be performed on the screw. The relevant drawings for the returned instruments were reviewed: inner-shaft. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. No definitive root cause was able to be determined; however, the failure mode is typically associated with off-axis loading during use and/or the application of excessive force. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.